Event description:
During an unknown procedure, the blade tip broke of the instrument. The tip was retrieved and the procedure completed with another instrument. There were no adverse consequences to the patient.